Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -13/+2/90 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2024. The surgeon indicates there is lens rotation not associated to low vaulting. On (B)(6) 2024 the lens was exchanged with a longer length lens and the problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H3 device evaluation: lens was returned in a micro-centrifuge vial, dry with residue/debris on the lens. Visual inspection found the lens within specifications. Dimensional inspection found the lens within specifications. (B)(4).